Manufacturer narrative:
In troubleshooting, technical assistance center (tac) instructed the customer to reseat the video cables and the adapter and then reboot the system, however, the issue was still there. The customer was then advised to try another scope and the other scope worked fine. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the ultrasonic bronchofiber videoscope was not getting any image. The issue occurred during an unknown diagnostic procedure. The intended procedure was resolved using a similar device. There were no reports of patient injury or harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.